Event description:
Two nursing assistants started to use pal lift on resident when straps on pal sling broke causing resident to drop 24" to floor. Resident hit floor on butt. Did not hit head. Was conscious and complained of pain. Ambulance was called, resident transported to hospital. On (B)(6) 2005 hospital reported that resident died in early am. (B)(6) contacted dr (B)(6) 2005. Resident died of underlying cause was chf.